Event description:
It was reported that the ventilator reset on multiple occasions with an audible and visual alarm while connected to the pt. The pt was placed on a backup ventilator. No reported harm to the pt.